Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor. There was no reported adverse impact to the customer¿s blood glucose level. Customer was guided by technical support through complete pump reset, after which error did not recur, and customer was advised to wait 20 minutes before starting new sensor session, which customer understood and accepted.